Event description:
It was reported that a device migration occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure & delivery system (wds) were selected for use. An approach was made by puncturing the inferior/mid using a double curve. An attempt was made to place the wds from the mid lobe, but the device protruded during the tug test. The ball was able to advance on the anterior side during the second attempt, but a leak was noted on the posterior side. On the third attempt the ball was pushed further towards the anterior side during deployment. The device was crushed and deformed during placement. The deformation was corrected by pushing and pulling the wire. About 1/2 protrusion had occurred on the anterior side at 135-degrees and about 1/3 protrusion was observed between 45 and 90-degrees. Despite not meeting the pass portion of the pass (position, anchor, size, and seal) criteria the physician decided to release the device because the position provided the best alignment with the laa axis. Anchor engagement was confirmed without any further protrusion. An adequate compression rate was achieved, consistent with the fluoroscopic appearance. There was no leak was observed. After release the device tilted slightly toward the posterior side. No additional positional movement was observed. There were no further complications reported.